Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer's mother reported the adhesive from the infusion sets were not sticking to the skin. The infusion sets were falling off from his body and there were leaks at the site. The caller alleged the infusion sets from a particular box were defective. No adverse event was reported. The infusion sets were discarded; therefore, no product could be requested to be returned for product evaluation.